Event description:
It was reported that the statlock was unable to be engaged firmly; the left one was easily disengaged. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.a lot history review (lhr) of juez0918 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of unable to close door was confirmed. The product returned for evaluation was one statlock securement device. The investigation findings are consistent with damage caused by pushing the securement tab at an angle while attempting to close the device. This issue can be avoided by centering the thumb about the middle of the tab and pressing directly downward. The returned product sample was evaluated and a securement tab was observed to be damaged. The following observations were made which were consistent with this failure type: an attempt to test the functionality of the lock was unsuccessful and the latch(s) was observed to be misaligned with the catch base; the tab latch(s) was observed to be bent; the tab catch(s) exhibited plastic deformation at the point of contact with the latch . This failure type was recreated in the laboratory using non-complainant samples by closing the tab at an angle, or by pressing outside the center of the tab, and the features observed on the laboratory samples were similar to those on the returned complainant sample. The nature of the damage observed on the latch, and their points of contact on the catch base as well as the characteristics of the hinge damage, are evidence that the damage was caused by misalignment of the doors when closing the device. Pushing the tab at an angle can cause the latch to miss the catch base and can permanently bend the latch. An examination of the sample revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported that the statlock was unable to be engaged firmly; the left one was easily disengaged. No other information was provided.